Event description:
Per medwatch (mw5108342 report date:17-mar-2022): spontaneous call form patient to report pump alarm 'no disposable' error which has happened in the past. She switched to her back up pump and was infusing just fine. She did not want pump replaced and thinks more than likely this is not a pump issue but a cassette issue- she provided cassette lot#4220003.

Manufacturer narrative:
Additional information was received indicating there was no patient injury. Corrected data: updated d1 and d4: model number should be null.